Event description:
In 2013 I had the essure permanent birth control system implanted in my tubes and ever since, I have experienced all sorts of side effects. Side effects that I have experienced are heavy and more frequent periods including clotting, severe bloating and cramping and hormone changes.